Manufacturer narrative:
Update to h10: a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Technical operations performed retain testing with the reported lot and was able to reproduce the customer complaint. Exact root cause is undetermined.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 28051b, reader sn (B)(4). Repeat cue covid-19 tests performed on (B)(6) 2023 and (B)(6) 2023 provided negative results. Customer tested negative with two ihealth antigen tests and two binaxnow antigen tests on (B)(6) 2023. Customer also tested negative with a sars-cov-2 pcr test on an unknown date. Customer had no symptoms, but had a possible covid-19 exposure around (B)(6) 2023. See (B)(4) for alternate false positive result.